Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16733434/1663227.

Event description:
It was reported that the patient underwent an spinal cord stimulator explant procedure for an unknown reason. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.